Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-22986. It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial lead was sensing noise and had a low pacing impedance. The patient right ventricle lead was also replaced as it is an advisory product. The lead was explanted. The patient was recovering.